Event description:
It was reported that a tct75 and two trt75's were used during a lobotomy. It was reported by the affiliate that the surgeon could not fire the instrument since the knob was too hard to fire. There was no consequence to the pt. 9/8/98 message from affiliate. All three would not fire. Surgeon used over stitches.